Manufacturer narrative:
Section h3, h6: the real intelligence checkpoint pin rob10012, intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The checkpoint pin is snapped off at the point. A functional evaluation was not performed. The reported failure was confirmed visually. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. The most likely cause of this event is wear and tear associated with repeated insertion and removal eventually wearing away at the barb on the pin. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that before cori tka procedure, it was found that the checkpoint pin had its end broken off (it was in the pin caddy). The procedure was completed without delay with an smith&nephew backup device. No patient harm or additional complications were reported.